Event description:
A ventilator was returned to the MFR for routine preventative maintenance. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the MFR's svc ctr, the device failed a step during testing and a "ventilator inoperative" condition occurred. The device's system board and blower motor were replaced to address the issues.